Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the nozzle units on air and o2 gas modules solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed on earlier than 5000h before, however the reason for not replacing the pm kit according to the manufacturer¿s specification is unknown. According to information provided by the field service engineer, the customer is aware that the preventive maintenance of the system must be performed at least once a year, or every 5000 hours of operation, whichever comes first. The device's logs were not provided for further analysis. The defective parts have not been returned fot the further investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle units.

Event description:
Manufacturer's ref. #: (B)(4).